Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized high blood glucose. Prior to the hospitalization, the insulin pump failed to alarm or alert regarding the hyperglycemia. In the hospital, the customer treated by wearing an insulin pump provided by the hospital. After the customer's blood glucose values returned to a normal range, the customer began using their own insulin pump again. Troubleshooting was not completed; however, the insulin pump passed the displacement test. The insulin pump was not returned for analysis.